Event description:
It was reported that during routine equipment check and maintenance in the anesthesia workroom, the video laryngoscope's display failed to turn on or display an image, and a display malfunction was observed. The issue persisted despite replacing the battery with a known good battery and cleaning both the handle and battery connectors with 70% isopropyl alcohol. The battery was stored appropriately. The issue occurred whenever the device was turned on. The light-emitting diode (led) on the camera stick illuminated even though the monitor did not display an image, and no flickering of the display was observed. Routine maintenance had been performed as per instructions in the maintenance kit. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.